Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, post deployment the 23mm sapien xt position was too ventricular with paravalvular leak (pvl) and a 2nd valve was implanted. While preparing for to deploy a 23mm sapien xt, pacing was initiated at a rate of 200ppm. There was loss of pacing capture, so it was turned off. Pacing was reinitiated at a rate of 180ppm and no loss of pacing capture was noted, but the blood pressure (bp) did not drop from the 70¿s mmhg. As it was taking a long time for the pressure to drop, the proctor instructed to implant the xt valve quickly. After the valve was half inflated, the sapien xt was noted to be too ventricular, at 20:80 aortic/ventricular (a/v). The delivery system was pushed into the aortic side in an attempt to correct the position. However, the xt valve interacted with calcification on the non-coronary cusp (ncc) and landed 30:70 a/v. Upon balloon deflation, the xt valve was noted to be gradually falling towards the ventricular side. There was mild aortic regurgitation (ar) observed at first but it gradually worsened to severe; there was also paravalvular leak (pvl) noted. Before the 2nd 23mm xt valve implantation, angiography was performed showing that the 1st xt valve was now in a 10:90 a/v position. The 2nd valve was deployed in a 50:50 a/v position with respect of the native annulus and two/thirds overlapped with the 1st xt valve. There was no ar nor pvl observed on the flouro images or echo. The patient was in stable condition and the procedure was completed. The doctor commented that he waited for the bp to fall during the rapid pacing, ¿but inflation should have been initiated because the xt valve moved up to the aortic side when inflation was performed¿. The 1st xt valve was pushed by a calcification in ncc and there were concerns of a possible valve embolization to the lv. The patient had a porcelain aorta.

Event description:
As reported by our (B)(4) affiliate, post deployment the 23mm sapien xt, the valve landed too ventricular resulting in severe paravalvular leak (pvl) and severe aortic regurgitation (ar). A 2nd valve was required. During a tavr procedure, while preparing to deploy a 23mm sapien xt, pacing was initiated at a rate of 200ppm. There was loss of pacing capture, so it was turned off. Pacing was reinitiated at a rate of 180ppm and no loss of pacing capture was noted, but the blood pressure (bp) did not drop from the 70¿s mmhg. As it was taking a long time for the pressure to drop, the proctor instructed to implant the xt valve quickly. After the valve was half inflated, the sapien xt was noted to be too ventricular, at 20:80 aortic/ventricular (a/v). The delivery system was pushed into the aortic side in an attempt to correct the position, however, the xt valve interacted with calcification on the non-coronary cusp (ncc) and landed 30:70 a/v. Upon balloon deflation, the xt valve was noted to be gradually falling towards the ventricular side. There was mild ar and pvl observed at first but both gradually worsened to severe. Before the 2nd 23mm xt valve implantation, angiography was performed showing that the 1st xt valve was now in a 10:90 a/v position. A 2nd valve was deployed in a 50:50 a/v position with respect of the native annulus and two/thirds overlapped with the 1st xt valve. There was no ar nor pvl observed on the fluoro images or echo. The patient was in stable condition and the procedure was completed. The doctor commented that he waited for the bp to fall during the rapid pacing, ¿but inflation should have been initiated because the xt valve moved up to the aortic side when inflation was performed¿. It is perceived calcification in the ncc caused the 1st valve to move ventricular. It was noted that the patient had a porcelain aorta and annular diameter was 19.2mmx24.5mm.

Manufacturer narrative:
Additional information was received: it was clarified that post deployment the central leak and pvl were mild at first, but they gradually worsened to severe. Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. A technical summary was written by edwards lifesciences to document the results of testing performed by edwards to study low sapien xt thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the cause of the reported too-ventricular position of the valve with subsequent severe ar (central leak and pvl) cannot be confirmed; however, per report it appears to be related to a combination of procedural factors (improper positioning of the valve before deployment and difficulty decreasing blood pressure during pacing capture), and patient factors (ncc calcification causing the valve to move towards the lv during deployment). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation of this event is ongoing.